Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation / migration'), device dislocation ('migration of essure device location of device superficial mesentery of small bowel'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 35-year-old female patient who had essure (batch no. 619695) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included clarithromycin (macrobid), nsaids, paracetamol (acetaminophen) and phenazopyridine hydrochloride (pyridium). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and urinary tract infection ("uti"). In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), depression ("psych injury / depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and urinary tract disorder ("bladder/urinary problem: urinary probs"). The patient was treated with surgery (ablation and hysterectomy (full), right coil removed on (B)(6) 2009). At the time of the report, the uterine perforation, device dislocation, vaginal haemorrhage, depression, urinary tract infection and anxiety outcome was unknown, the menorrhagia had not resolved and the pelvic pain, abdominal pain and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the patient received treatment for bleeding, migration, perforation, bladder/urinary problem. Date(s) of removal: (B)(6) 2009, hysterectomy (full) (discrepancy noted as reported in ppf). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded). Imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs and mr received: lot number added. Events: abnormal bleeding (vaginal), uti, depression, mental anguish, device dislocation were added. Event onset date, reporters, lab data, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation / migration'), device dislocation ('migration of essure device location of device superficial mesentery of small bowel'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 35-year-old female patient who had essure (batch no. 619695) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included clarithromycin (macrobid), nsaids, paracetamol (acetaminophen) and phenazopyridine hydrochloride (pyridium). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and urinary tract infection ("uti"). In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), depression ("psych injury / depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and urinary tract disorder ("bladder/urinary problem: urinary probs"). The patient was treated with surgery (ablation and hysterectomy (full), right coil removed on (B)(6) 2009). At the time of the report, the uterine perforation, device dislocation, vaginal haemorrhage, depression, urinary tract infection and anxiety outcome was unknown, the menorrhagia had not resolved and the pelvic pain, abdominal pain and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the patient received treatment for bleeding, migration, perforation, bladder/urinary problem. Date(s) of removal: (B)(6) 2009, hysterectomy (full) (discrepancy noted as reported in ppf) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded). Imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) showed bilateral occlusion. Lot number: 619695 manufacturing date: 2009-02 expiration date: 2012-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation / migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and urinary tract disorder ("bladder/urinary problem urinary probs"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the uterine perforation and psychological trauma outcome was unknown and the pelvic pain, abdominal pain, menorrhagia and urinary tract disorder had resolved. The reporter considered abdominal pain, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: the patient received treatment for bleeding, migration, perforation, bladder/urinary problem. Date(s) of removal: (B)(6) 2009, hysterectomy (full) (discrepancy noted as reported in ppf). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test(s) (unspecified) showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: previously reported event "injury nos" was replaced with "uterus perforation/ migration". New events "pelvic pain abdominal pain, menorrhagia, psych injury, bladder/urinary problems" were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation / migration'), device dislocation ('migration of essure device location of device superficial mesentery of small bowel'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 35-year-old female patient who had essure (batch no. 619695 x2) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included clarithromycin (macrobid), nsaids, paracetamol (acetaminophen) and phenazopyridine hydrochloride (pyridium). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and urinary tract infection ("uti"). In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), depression ("psych injury / depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and urinary tract disorder ("bladder/urinary problem: urinary probs"). The patient was treated with surgery (ablation and hysterectomy (full), right coil removed on (B)(6) 2009). At the time of the report, the uterine perforation, device dislocation, depression and anxiety outcome was unknown and the menorrhagia, vaginal haemorrhage, pelvic pain, abdominal pain, urinary tract disorder and urinary tract infection had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the patient received treatment for bleeding, migration, perforation, bladder/urinary problem. Date(s) of removal: (B)(6) 2009, hysterectomy (full) (discrepancy noted as reported in ppf). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded). Imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) showed bilateral occlusion. Lot number: 619695 manufacturing date: 2009-02 expiration date: 2012-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: outcome of the event bleeding, uti , menorrhagia were updated to recovered resolved. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation / migration'), device dislocation ('migration of essure device location of device superficial mesentery of small bowel'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 35-year-old female patient who had essure (batch no. 619695 x2) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, stress incontinence, ovarian cyst, nausea, vomiting, insomnia and acute sinusitis. Concomitant products included clarithromycin (macrobid), nsaids, paracetamol (acetaminophen) and phenazopyridine hydrochloride (pyridium). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and urinary tract infection ("uti"). In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), depression ("psych injury / depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and urinary tract disorder ("bladder/urinary problem: urinary probs"). The patient was treated with surgery (ablation and hysterectomy (full), right coil removed on (B)(6) 2009). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, depression and anxiety outcome was unknown and the menorrhagia, vaginal haemorrhage, pelvic pain, abdominal pain, urinary tract disorder and urinary tract infection had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the patient received treatment for bleeding, migration, perforation, bladder/urinary problem. Date(s) of removal: (B)(6) 2009, hysterectomy (full) (discrepancy noted as reported in ppf). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded). Imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) showed bilateral occlusion. Lot number: 619695 manufacturing date: 2009-02 expiration date: 2012-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporter and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.